Event description:
Fs was fired the pc read "firing cycle complete". However the anastomosis leaked around the entire circumference of the circle. Also, the dlu would not open after it was fired so that the fs could be removed. Manual release was used to open the dlu. Doctor had to cut the anastomosis out and re-do it using a competitive device.